Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 5) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Reportedly, the contact stated that more than 3ml of insulin may have been loaded into the cartridge. The contact was able to load a new cartridge successfully.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.